Manufacturer narrative:
D.2a. Common device name: intravascular administration set. D.2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the safety would not activate due to the saftey button being cracked. This occurred in once. No patient impact.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the safety would not activate due to the saftey button being cracked. This occurred in once. No patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-aug-2025. Investigation summary: bd received nine samples and one photo for investigation. The photo was reviewed and the indicated failure mode for does not retract was not observed. Functional tests were conducted on the customer samples, and all samples passed with no signs of retraction or lockout issues. In addition, 30 retained samples underwent functional tests, and all samples passed with no signs of retraction or lockout issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: does not retract. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.